Event description:
The following information was reported by the customer's attorney's office: in 2002, the customer's doctor prescribed the use of an insulin pump with an infusion set. The customer allegedly failed to receive the correct doses of insulin to manage her diabetic condition. She was hospitalized as an alleged result of receiving improper amounts of insulin which are alleged to be related to issues with the insulin pump and infusion set. As a result of alleged issues with the insulin pump and/or infusion set, the customer suffered damages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.